Event description:
While compounding elastomeric pump two products were discovered with a small object (looks plastic) 1/6 inch long by 1/32 wide floating in the solution after filling with 0.9 normal saline. Another pump was discovered last week with what appears to be a hair between the inner and outer shells.